Event description:
It was reported upon interrogating a device, programmer shows "quick look follow-up; generating complete report" and doesn't allow user to do anything except press emergency button. Stylus moves on screen, but screen appears to be frozen. Programmer sat for over 10 minutes and message never disappeared. It was also reported the initial interrogation report would not print. Turning off programmer was the only way to resolve issue. Using service disk resolved screen freezing issue, but still acted odd per clinic registered nurses. Random beeps during interrogation and prior to programming. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Programmer was able to function with a known good rf (radio frequency) head. No fault found with stylus or function of the stylus; able to move around the screen and select with no fault found. It was noted that a system error was logged in the programmer error log. (B)(4). Had trouble interrogating; the rf head tested out of specification. Corrosion found on the rf head printed circuit board.